Event description:
It was reported that the patient stated: "I had an ablation, and ever since I've had my newest device implanted my heart has been beating in the 90's and 100's. I want to know why am I now in a-flutter?, is the device not working?" The device remains in use. The patient was encouraged to continue working with the cardiologist. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7070 implantable pacing lead 2008-(B)(6); 5076-52 implantable pacing lead 2008-(B)(6); (B)(4).